Event description:
Broken the tip of scissor broke off and was found in the patient.  The tip was found during the procedure.  Multiple attempts have been made to obtain additional information. To date there has been no response from the customer.

Manufacturer narrative:
(B)(4). The instrument has been returned to the manufacturer for evaluation. A follow up will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). Several attempts were made; however, the customer would not provide additional information to carefusion regarding the reported issue. The complaint instrument was returned and an evaluation was performed. The instrument was manufactured in october of 2009. The hardness of the instrument was measured and found to be at 49.4 hrc, which is within specification. All of the instrument dimensions were found to be within tolerance. The overall condition of the instrument was used condition, typical for a four year old instrument. There were no defects identified with the material or workmanship on this instrument. A review of the device history records (DHR) did not identify any issues that would have contributed to the reported issue. It was observed that the cutting edges had been re-ground by an unauthorized third party repair vendor. Compared to a new instrument it can be seen that the returned instrument has aggressively wide ground edges. This would have weakened the scissor tips. A magnified picture of the broken section of the instrument shows signs of oxidation on the cracked surface. This indicates that the instrument had been processed by the customer (cleaned and sterilized) while the initial crack existed. The outside surface of the instrument is passivated to prevent corrosion and maintain the finish. The oxidation of the cross section of the break shows that over 50% of the surface was exposed when the instrument was processed. This instrument appears to have been processed several times while cracked. The root cause was determined to be an unauthorized third party repair and improper maintenance of the instrument by the customer.